Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported by the patient¿s legal representative that the patient underwent a right total knee procedure on (B)(6) 2014, and is experiencing unknown issues with the knee replacement. The following arthrex product was implanted during the primary procedure: ar-503-ttth (lot: 780842), ar-516-7r (lot: 108761412) x 2, ar-513-bh10 (lot: 113601339), ar-504-psd0 (lot: 113601323). To date no revision has been reported. The patient also had a left total knee procedure on (B)(6) 2014 which was revised on (B)(6) 2019 (see case (B)(4)). Additional information received on 4/26/2021: arthrex has received confirmation that the patient's right knee was revised on (B)(6) 2021. No additional details pertaining to the revision surgery have been provided.